Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01533

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod4s. It was noted that the patient's anatomy was tortuous. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the ruby coil pusher assembly became bent. Subsequently, the hospital technologist experienced resistance and immediately removed the coil. It was report that the same issue occurred with a pod4. The procedure was successfully completed using other ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.